Event description:
A malfunction alarm was reported with a code displayed as malf 9. There was no reported adverse impact to the customer¿s blood glucose level. Technical support provided information to reset the pump, assisted the customer with the reset, and instructed them to continue using the pump. The malfunction did not recur, and the customer was advised to call back if it did.